Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that seroma formed around the patient's pump, and the device could not be activated. The pump was removed and replaced in a different location of the scrotum. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that seroma formed around the patient's pump, and the device could not be activated. The pump was removed and replaced in a different location of the scrotum. There were no additional patient complications.